Event description:
Baxter (B)(4) received a report that a 10 ml/hr infusor underinfused during patient use. One or two fifths of the drug still remained in the infusor after the expected time of infusion. The device was filled with 2.2 mg of trabectedin in 0.9% sodium chloride. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing 104 ml of fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 21.5 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 9.45 ml/hr, normalized flow rate = 9.69 ml/hr, specification range = 9.00 - 11.00 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an underinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.